Manufacturer narrative:
This MDR is retrospectively being submitted after an evaluation of an event that occurred on (B)(6) 2014 which resulted in a patient injury. The defect that is associated with this event(s) was determined reportable as a class ii recall under z-1127-2014.

Event description:
The scissor arm broke and fell down on the head of the patient. The patient was injured over the arch of the eyebrow causing an open wound and blood.